Manufacturer narrative:
Insulin pump received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. Insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer also reported that the insulin pump alarmed battery out limit. Customer's blood glucose reading was 85 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.